Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation and functional testing of the device an error code related to the active exhalation valve and o2 flow was identified. The device only came in for remediation; therefore no repair was performed. In addition, the device was visually inspected and found no evidence of foam degradation.